Manufacturer narrative:
A ge svc rep performed an on site investigation. The generator interface board and the interconnect cable were replaced during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported the sys had an intermittent error and locked up. There was no pt injury or death reported.